Event description:
Tech alleged that the bed had a high resistance reading. No injury reported.

Manufacturer narrative:
The tech replaced the power plug to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.